Manufacturer narrative:
The sections have been updated accordingly. The physician prepped the long gen / pro 29 x 90 bil 80cm stent according to the instructions for use (IFU). When they took off the plastic cannula that covered the stent, the stent came off with it. The physician then tried to crimp the stent back onto the balloon but was unable to do so. They then completed the case with a non-cordis stent. There was no reported patient injury. The product was stored and handled according to the IFU. There was no damage noted to the packaging of the device. No difficulty was encountered when removing the products from the package. There was no unusual force used at any time when removing the device from the packaging. The device was prepped per the IFU. There was no difficulty experienced in prepping the device. The product was not returned for analysis. A device history record (DHR) review of lot 17618745 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Handling factors may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the physician prepped the long gen / pro 29 x 90 bil 80cm stent according to the instructions for use (IFU). When they took off the plastic cannula that covered the stent, the stent came off with it. The physician then tried to crimp the stent back onto the balloon but was unable to do so. They then completed the case with a non-cordis stent. There was no reported patient injury. The product was stored and handled according to the IFU. There was no damage noted to the packaging of the device. No difficulty was encountered when removing the products from the package. There was no unusual force used at any time when removing the device from the packaging. The device was prepped per the IFU. There was no difficulty experienced in prepping the device.

Manufacturer narrative:
(B)(4). This device is not available for testing and evaluation. Additional information is pending and will be submitted within upon receipt. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 17618745 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, the physician prepped the long gen / pro 29 x 90 bil 80 stent according to the IFU. When they took off the plastic cannula that covered the stent, the stent came off with it. The physician then tried to crimp the stent back onto the balloon but was unable to do so. They then completed the case with a non-cordis stent. There was no reported patient injury. The product will not be returned for analysis. Additional information has been requested.